Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A 6f sheath was inserted and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The device was used in a moderately calcified artery. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. Review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reported information, there is no indication of a product deficiency.